Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) the battery was not holding a charge. The pump alarm reported was battery life less than 20 min, battery life less than 10 min, battery life less than 5 min all within seconds. As a result, the patient was placed on an alternate pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "warning message for battery life < 20 min, battery life < 10 min, battery life < 5 min all within seconds" cannot be confirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) the battery was not holding a charge. The pump alarm reported was battery life <20 min, battery life <10 min, battery life <5 min all within seconds. As a result, the patient was placed on an alternate pump. There was no report of patient complications, serious injury or death.